Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 26 days. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was initially reported that the system controller history event log revealed constant low flow hazard alarms that occurred over approximately 7 hours. It was reportedly determined that the low flow alarms were due to a nutrition issue. Upon request for clarification of the event, it was later reported that a CT-angiogram reveled a large thrombus in the coronary and non-coronary cusps abutting the leaflets of the aortic valve. The patient was started on unspecified anticoagulation treatment. The patient was asymptomatic. No additional information was provided.